Event description:
On behalf of the customer, a caregiver reported a bent inserter needle with the abbott diabetes care (adc) device and therefore the customer was unable to obtain readings. The customer experienced sweating and "low glucose" and required treatment of insulin (dose/type unspecified) provided by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visually inspected the returned applicator and no issues were observed. The applicator fired correctly; however, the sharp wasn't returned. A visual inspection revealed that the sensor plug was not properly seated, and no failure modes were observed of the plug assembly. The customer did not return the sensor pack and, adc is unable to further investigate this complaint. Therefore, this issue will be closed to no product returned. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the partial product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.